Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on undisclosed date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted to treat stress urinary incontinence. Due to erosion the patient underwent mesh removal on (B)(6) 2009.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent partial removal of mesh on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.